Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and spinal pain. It was reported that the rep had not spoken to the patient or the healthcare professional (hcp) yet and all the rep knew so far was that the pump had stalled and the hcp had chosen to move forward with a replacement. The rep stated she would be seeing the patient shortly to read their pump and will provide more information later. The patient was getting a pump segment revision of the catheter and the rep asked about compatibility. The rep was to follow-up with the hcp. No symptoms were reported. Additional information was received from a manufacturer's representative (rep) on 2017-feb-10. It was reported that a healthcare professional (hcp) reported the event to the rep on 2017-feb-07. The rep then spoke to the patient on (B)(6) 2017 for more details. As diagnostics related to the pump motor stall, the pump was interrogated. There was no known diagnostics performed related to the pump segment catheter revision. An alarm was noted by the patient on (B)(6) 2017. The patient went to an infusion center on (B)(6) 2017 and motor stalls were noted in the logs. The logs showed that the pump stalled and recovered four times between (B)(6) 2017. The cause of the motor stalls was unknown. When asked the cause of the pump segment catheter revision the rep reported that no issues were found. The pump has been replaced and would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, hydromorphone with concentration 25.0 mg/ml was being administered via a simple continuous dose rate of 12.788 mg/day as of (B)(6) 2017. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-mar-29. The patient's weight was provided.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on 2017-feb-14. The pump logs indicated that the pump was used to infuse hydromorphone [25.0 mg/ml] at 12.788 mg/day. The logs show the first motor stall occurred on (B)(6) 2017 at 16:30, followed by a motor stall recovery on (B)(6) 2017 at 0:39; the second motor stall on (B)(6) 2017 at 16:13, followed by a motor stall recovery on (B)(6) 2017 at 20:34; the third motor stall on (B)(6) 2017 at 03:26, followed by a motor stall recovery on (B)(6) 2017 at 16:37; and the fourth motor stall on (B)(6) 2017 at 11:17, followed by a motor stall recovery on (B)(6) 2017 at 08:12.